Event description:
It was reported that the insulin pump had an unresponsive keypad. The blood glucose reading was 85 mg/dl. The customer stated that a button had been pressed for more than 3 minutes and it looked as though the keypad was sticking. She reported that she got caught in the rain and the insulin pump had gotten wet. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were found during the visual inspection. No button error alarm was noted during testing. No moisture damage was noted on the electronics, motor, vibrator or battery tube during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, and a scratched reservoir tube window.